Manufacturer narrative:
The sample has been discarded, and is not available for eval.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 9 of 9. The nurse stated that the home pt (hp) did not disconnect and there was air in the pt line. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm. The nurse stated that the transfer set was loose. The nurse would reset the hc and start therapy over. The hc was operational and meets device specifications and is safe to leave in the customer's home. Additional information received from the unit charge nurse in 2009: this is a female pt, who was hospitalized for acute respiratory failure (arf) and fluid overload. The pt was hospitalized at the time of the event on an inpatient unit. The pt was receiving therapy using a facility homechoice device, serial number unk. Zyvox 600 mg medication orally (antibiotic) was started sixteen days prior, and completed nine days later. The cassette was discarded and the lot number is unk. The pt has been on peritoneal dialysis for an unspecified length of time. The pt's peritoneal catheter was removed six days later. A perma catheter was inserted and the pt will start on hemodialysis two days later. The current status of the pt indicates she is having difficulty swallowing, is unable to take meds, and is very nauseous with some emesis out. The pt remains hospitalized.